Manufacturer narrative:
(B)(4). A batch review was conducted for lot number s14c19107. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during dwell four of four of peritoneal dialysis therapy. There was nothing reported that would be assignable as a cause or contribution to the alarm. The patient was referred to the hospital to complete therapy. There was no patient injury with this event. No additional information is available.